Event description:
It was reported that a nursing home resident was recently admitted to a hospital because of an infected itb (intrathecal baclofen) pump site. The patient had a wound at the lateral side of the pump. The pump could be seen from the small hole. They were not sure what started the infection. The patient was being treated with IV (intravenous) antibiotics and the pump was going to be removed. The patient was due for a refill in 1 week. The patient¿s dad sent him to the physician¿s office about the pump wound. The complaint came in via social media; no follow-up is possible at this time due to lack of contact information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).